Manufacturer narrative:
This is 1 of 2 reports. The subject device is unavailable to manufacturer.

Event description:
During thrombectomy procedure, the subject device microcatheter (trevo pro microcatheter) and other devices were used to remove the proximal face of clot located at the right ica (internal carotid artery)- intracranial-t (bifurcation) extending to m1 and m2. Prior procedure, the patient neurological assessment showed the tici (thrombolysis in cerebral infarction score) of 0. It was reported that the vessel perforation occurred during manipulation. There were no symptomatic intracranial hemorrhage (sich) or neurological deterioration reported. The event was resolved without medical treatment to the patient. 24 hours post procedure, the patient neurological assessment showed (tici) of 3 and nihss of 18. According to the site, the relationship of the vessel perforation to the subject device microcatheter and to the procedure. No other information was provided.

Event description:
During thrombectomy procedure, the subject device microcatheter (trevo pro microcatheter) and other devices were used to remove the proximal face of clot located at the right ica (internal carotid artery)- intracranial-t (bifurcation) extending to m1 and m2. Prior procedure, the patient neurological assessment showed the tici (thrombolysis in cerebral infarction score) of 0. It was reported that the vessel perforation occurred during manipulation. There were no symptomatic intracranial hemorrhage (sich) or neurological deterioration reported. The event was resolved without medical treatment to the patient. 24 hours post procedure, the patient neurological assessment showed (tici) of 3 and nihss of 18. According to the site, the relationship of the vessel perforation to the subject device microcatheter and to the procedure. No other information was provided. Update information: received additional information on 8-january-2021 stated that the cause of vessel perforation was microwire perforation when passing through area of vasospasm. The physician waited for 2 minutes, there was no clinical deterioration and after a repeat angiogram, the contrast extravasation did not expand. The patient¿s vessel perforation was resolved without treatment. However, it was reported that the patient has died six days later after post procedure due to aspiration pneumonia gcs 8; with onset day 48h or more post-procedure.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number of the (subject device) trevo pro microcatheter remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The (subject device) trevo pro microcatheter was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that vessel perforation occurred during manipulation involving the (subject device) trevo microcatheter. Additional information provided by the customer indicated that the synchro2 and (subject device) trevo pro 18 mc performed as intended, the tortuosity of the patient's anatomy was moderate, and continuous flush was maintained during the procedure. In the physician's opinion, the cause of vessel perforation was due to microwire perforation when passing through an area of vasospasm. The reported 'patient vessel perforation' is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event. This is 1 of 2 reports.

Manufacturer narrative:
Section b5 executive summary: updated. Section f1/h6 health impact code grid: corrected . This is 1 of 2 reports.

Event description:
During thrombectomy procedure, the subject device microcatheter (trevo pro microcatheter) and other devices were used to remove the proximal face of clot located at the right ica (internal carotid artery)- intracranial-t (bifurcation) extending to m1 and m2. Prior procedure, the patient neurological assessment showed the tici (thrombolysis in cerebral infarction score) of 0. It was reported that the vessel perforation occurred during manipulation. There were no symptomatic intracranial hemorrhage (sich) or neurological deterioration reported. The event was resolved without medical treatment to the patient. 24 hours post procedure, the patient neurological assessment showed (tici) of 3 and nihss of 18. According to the site, the relationship of the vessel perforation to the subject device microcatheter and to the procedure. No other information was provided. Update information: received additional information on 8-january-2021 stated that the cause of vessel perforation was microwire perforation when passing through area of vasospasm. The physician waited for 2 minutes, there was no clinical deterioration and after a repeat angiogram, the contrast extravasation did not expand. The patient¿s vessel perforation was resolved without treatment. However, it was reported that the patient has died six days later after post procedure due to aspiration pneumonia gcs 8; with onset day 48h or more post-procedure.